Event description:
It was reported that a user contacted support regarding very low ilet battery while away from a charger, with blood glucose in range, and was advised to pause insulin delivery and disconnect to avoid potential insulin delivery uncertainty if the device powered off, then to recharge at home and monitor glucose in the app. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and routine self-monitoring with available backup therapy at home.

Manufacturer narrative:
Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user guidance provided for battery depletion risk and safe use while disconnected. It was concluded that the device functioned as designed, the event involved anticipated battery depletion, and user education addressed the situation.